Event description:
Heparin infusing at 14 units/kg/hr. The doctor ordered the rn to increase to 16 units/kg/hr. Experienced rn increased rate instead of dose to 16 units/hr/kg, resulting in dose of 28 units/kg/hr. Facility questioned functionality of pump: "on a dosed medication (programmed in dosemode) the pump allows clinician to adjust the rate versus forcing them to adjust the dose." Next shift rn discovered and corrected infusion. Pt received over infusion of heparin, no harm to pt. The device was not taken out of service.

Manufacturer narrative:
The device has not been made available for eval. If the device is returned to the MFR, a full inspection will be performed and a follow-up report will be issued.